Manufacturer narrative:
(B)(4): physio-control evaluated the device. Proper operation was observed through functional and performance testing. There were no failures found. The unit was returned to the customer for use. A clinical review of the reported event determined that use error had contributed to the pt's outcome. The available data contradicts the reported attending clinician's assessement of the impact of the malfunction/use error. Also, the code-stat pt record documents a successful defibrillation (shock 1) of witnessed ventricular fibrillation (vf). At 1 min, 31 seconds from shock 1, the "pacing 1 started" report shows recurrent vf. Non-invasive pacing was continued for approx 6 mins at 70 ppm and 40ma, resulting in a delay of appropriate therapy of the vf. Shock 2 was delivered about 16 mins after "pacing started". In order to initiate pacing therapy, the pacing function must be activated by pressing the pacer button, and the current must be increased from 0 by pressing the current button. It is not known why the vf was not recognized and shocked immediately.

Event description:
It was reported that the device was used to shock a pt at 200 joules and the pt was converted. Seven mins following the shock, the customer found that the pacing was turned on by itself and pacing at 40ma for approx 7 mins. The users then converted to manual mode and re-analyzed the pt to charge and shock again. It was indicated by the reporter that this issue had no adverse event outcome and the pt was delivered to the hospital.